Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a 38 failure code was confirmed during device evaluation. The assignable cause was identified as an unplugged force sensing resistors (fsrs) - ribbon cable. The fsrs and ribbon cable were replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.